Event description:
The customer reported via phone call that the insulin pump alarm no delivery and condensation inside the screen. Customer's blood glucose was unknown mg/dl. The customer declined 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.